Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Voltage check was performed and passed. An attempt to pair transmitter with nordic bluetooth device was performed and passed. The bin file was reviewed finding error related to overheating. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.